Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 11/21/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there were no power issues observed in the pump history; there was no activity outside normal use observed in the pump history. The data for the time of the reported incident is unavailable for review due to continued pump use. There was no damage found to the battery cap or battery compartment; the battery cap was able to attach securely to the pump. No defects were found to the power flex, battery connections, and internal components. The pump powers on normally, and no power issues occurred during testing. The pump was exercised for 29 hours with no delivery issues occurring. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that on (B)(6) 2011 the patient experienced a blood glucose (bg) of 581 mg/dl with moderate ketones and nausea. The patient reportedly delivered a 5 unit bolus using the pump and her bg responded to 277mg/dl. The family member reportedly gave an injection despite the 5 units bolused and the patient's bg went to 36mg/dl. The family member reported that the patient was treated with carbohydrates and her bg resolved to 190mg/dl. The family member reported that a low battery alarm occurred and the battery cap was unable to tighten to pump. The family member stated that the threads on the battery cap appeared flat. It was reported that the cap eventually secured properly and the pump had audible sounds but the screen remained blank. This report is being made because the patient allegedly experienced a hyperglycemic event while on insulin pump therapy.